Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported slda is due to degenerative tissue integrity (patient conditions). Image resolution poor is related to procedural and patient conditions as the previously implanted clip made visualization difficult. Tissue damage and mitral valve insufficiency/regurgitation appear to be due to the slda. Mitral regurgitation and tissue damage are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 4, with posterior leaflet prolapse and flail. One mitraclip (cds0705-xtw, 40626r1114) was successfully implanted, reducing the mr to grade 3. On (B)(6) 2024, the patient returned to the hospital due to a shortness of breath. Echocardiography showed the implanted clip had detached from one leaflet and remained attached to the other leaflet, a single leaflet device attachment (slda). The mr increased to a grade of 4. On (B)(6) 2024 an additional mitraclip was performed as treatment. Reportedly, the previously implanted clip made visualization difficult. Another xtw mitraclip (cds0705-xtw, 40829r1036) was successfully implanted, stabilizing the slda clip and reducing the mr. Upon further inspection during this same procedure, this clip had also detached from one leaflet, while remaining attached to another leaflet, an slda. Leaflet damage was also observed, and the mr was graded again at grade 4. Per physician, the slda was due to the degenerative tissue integrity and not the clip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 4, with posterior leaflet prolapse and flail. One mitraclip (cds0705-xtw, 40626r1114) was successfully implanted, reducing the mr to grade 3. On (B)(6) 2024, the patient returned to the hospital due to a shortness of breath. Echocardiography showed the implanted clip had detached from one leaflet and remained attached to the other leaflet, a single leaflet device attachment (slda). The mr increased to a grade of 4. On (B)(6) 2024 an additional mitraclip was performed as treatment. Reportedly, the previously implanted clip made visualization difficult. Another xtw mitraclip (cds0705-xtw, 40829r1036) was successfully implanted, stabilizing the slda clip and reducing the mr. Upon further inspection during this same procedure, this clip had also detached from one leaflet, while remaining attached to another leaflet, an slda. Leaflet damage was also observed, and the mr was graded again at grade 4. Per physician, the slda was due to the degenerative tissue integrity and not the clip.